Event description:
It was reported that the unit had a blower high temp error (ec 1122). It is unknown if the device was in use on a patient at the time of the reported event. There was no patient or user harm reported. If further information regarding patient involvement becomes available, a follow up report will be submitted. The service engineer (se) tested the unit for a few hours over a period of two days. The se was unable to duplicate the customer's complaint. The unit was returned to service.